Event description:
The customer stated that she was hospitalized for high blood glucose levels over 400 mg/dl. The customer was not feeling well and felt dizzy. The doctors felt that the high blood glucose levels may have been due to an infection. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the prime test, but failed the high pressure test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.